Event description:
On (B)(6) 2012, the patient contacted animas stating a week ago during a cartridge change, the pump "crashed". There were reportedly intermittent power issues with the pump. The patient reportedly removed the battery and reinserted it into the pump and the pump started to work again. The pump reportedly emitted a call service alarm but it was not clear which alarm type it was. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: an unexplained power on reset was observed in the black box. The battery compartment was found to be cracked from the threads to the case seal. The battery cap threads were also found to be stripped and the battery cap was unable to secure to the pump. Power on resets were duplicated with the returned battery cap. A new test cap was used for testing purposes. The pump was exercised for 24 hours with the test cap; no power issues occurred during testing. The pump cover was removed; there was no evidence of internal moisture. No damage was found to the power circuit. Unrelated to the complaint, the display screen was found to be discolored; the screen was still readable. Also unrelated to the complaint, the u shaped groove on the back of the pump was found to be damaged and the clip was unable to attach to the pump; this issue is cosmetic and does not affect insulin delivery function of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.